Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 47 mg/dl. Reportedly, the customer was on an all liquid diet and did not adjust the basal rate setting to correspond to the new diet. Customer treated low bg by consuming juice. Reportedly, customer is working with healthcare provider to adjust basal rates and address bg.